Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication report was not printing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was reported that the medication report failed to print, and no error codes or messages were displayed. A technical support specialist (tss) reached out to the customer and verified that the issue had been resolved. The customer confirmed that the problem was no longer occurring. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication report was not printing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.